Event description:
Reporter called and stated she had a sensor issue on (B)(6) 2026. She stated when she inserted the sensor within 1 minute it gave a message that the sensor failed. The reporter contacted dexcom so that she can receive a replacement.